Manufacturer narrative:
A physio-control representative evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle during initial power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.